Manufacturer narrative:
The field service engineer verified that the gear pump head settings are correct, with replacement at preventive maintenance. The customer uses microcups; it is unclear if the customer used the correct setting. The customer only updated the special wash settings after the event. A general reagent problem can be ruled out, as calibration and qc were acceptable. The specific cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The total bilirubin reagent lot number is 810295, and the expiration date is 31-jan-2026. Qc and calibration were passing. The alarm trace showed multiple occurrences of abnormal probe sucking alarms. During a technical support visit, a damaged and leaking tube was discovered. They were unable to confirm if that was the cause of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable bilirubin total result from the cobas 6000 c501 module. The initial result was 0.660 mg/dl, and the repeat result on another cobas c501 was 6.39 mg/dl. The physician questioned the result, and it was repeated.